Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and alleged that the pump had been switching to a default date and time after battery changes. The reporter also alleged that keypad up and down arrow button presses did not activate desired pump functions. On (B)(6) 2012, at an unspecified time, the patient changed the alkaline battery of the pump to a lithium battery. At that point, the patient noticed that the pump's date and time were incorrect. The reporter declined to review the pump's history to determine how much time the pump was off. She corrected the pump's date/time. The reporter indicated that the alleged issue had been occurring for a couple of months. Due to the alleged issue, the reporter claimed that the patient developed an elevated blood glucose (bg) level of "439 mg/dl" upon waking on (B)(6) 2012. The reporter claimed that the patient had received an incorrect basal rate. The patient reportedly had moderate ketones and a stomachache. The reporter denied that the patient had symptoms of shortness of breath or chest pain. No medical intervention was reported. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed moderate ketones as a result of receiving an incorrect basal rate. The reporter claimed that the pump had reset to a default date/time with a battery change. However, the patient's injury can be attributed to use-error considering the pump displays the ''verify'' screen after it is rebooted and the time and date must be set to confirm the ''verify'' screen. The issue is not likely to cause an adverse event. At this time, it is unknown what actions the patient was taking in response to the pump resetting to a default date/time with battery changes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.